Event description:
The lay user/patient contacted lifescan in 2007, and alleged that her one touch ultra meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the same day, at 8:00 am when she obtained two results (295 mg/dl, and 344 mg/dl), performed less than 20 minutes apart. However, based on this comparison, the meter/strips are within specifications. She also mentioned that she felt shaky after the reported issue began. However, she reportedly took no diabetes treatment actions following the results and did not receive/require and medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. However, the patient's control solution had expired and therefore, the quality control check could not be performed. This complaint is being reported because the patient claimed she experienced a symptom suggestive of hypoglycemia after the reported issue began. The precision test performed by the patient was within specification. She did not receive any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.